Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robot-assisted total gastrectomy and urolift on an unknown date and suture was used. The needle had come off during traction on the suture. The traction on the suture may have been too strong, but it is very dangerous for the suture to come off from the needle. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information d9, h3, h4, h6. H6 component code: g07002 - no device problem found. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. One labeled winding former, a detached needle and one small needle- suture were received for analysis. Product code 8523h, this product code is double armed. During the visual inspection of the detached needle, the needle hole and swage area were noted with marks probably caused by a surgical instrument. The barrel hole was examined under magnification, and suture remnant was found. In the inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and no needle pull off was noted. The suture was examined, and the extreme was noted to be cut probably caused by a surgical instrument. The functional test was not possible because the suture was received with a short length. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.